Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading at the time of the incident ranged from 70 to 474 mg/dl. Customer thinks that there is something wrong with the pump. Customer reported that the pump has been exposed to moisture (insulin). Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch. Unable to perform self test, off no power test, unexpected alarm error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. No moisture damage on electronics noted. Pump received with cracked battery tube threads and cracked reservoir tube lip.